Manufacturer narrative:
Section h4 - correction: manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2017 due to cardiogenic shock and acute myocardial infarction. The event was not considered to be device or therapy related. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock and acute myocardial infarction. Furthermore, it was reported that the patients' outcome was not device or therapy related.